Manufacturer narrative:
The tech replaced the manual trend valve to repair the bed.

Event description:
Info received indicates when pressing the trend pedal, the bed doesn't go into the trend position.